Event description:
A surgeon reported that the last few knives he used seemed dull. No patient impact/injury was associated with this report. The surgeon stated the dullness of the knives could result in injury if too much pressure were needed.